Manufacturer narrative:
The complaint of leaking from the filter could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history of the potential lots (14103836 & 14035850) were reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where it was reported that there were two reports of possible leaking from the filter when administering total parenteral nutrition (tpn) & lipids concurrently. The nurse noted a stain on the bed but couldn't see where the leak was, but then the 2nd time the nurse saw fluid underneath the filter as it laid in the bed. They saved the tubing and tried to replicate the leaking. They ran the pump from 9am-4pm. They did see one small drop of fluid on the outside of the filter after the rate titrated up to 133ml/hr. They wiped it so they could see where it came from, but the filter remained dry. The lipids they had ran out so for the rest of the test it was just the thinner IV fluids. The tubing used to replicate the issue was the same tubing that leaked on the 2nd incident. There was patient involvement, however, no adverse event and no delay in therapy as it was found at the end of the therapy, or tpn & lipids had to be stopped & child placed on alternative therapy. This captures 1 of 2 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Possible lot numbers provided. Device history lot number review is pending. Plots: (B)(6) manufacturing date: 10/01/2024 expiration date: 10/01/2027. (B)(6) manufacturing date: 08/01/2024 expiration date: 08/01/2027.